Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sm hps dv 460cc breast implant had a crease/fold on the anterior view extended to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic female patient underwent a breast surgery with a 460cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022.